Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified basilic vein. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, first dilation was performed at 6 atm. However, the balloon ruptured at 6atm upon second inflation and the device was then removed without any problem. A pinhole was noted at the middle part of the balloon. Dilation was again performed using another balloon at 6atm and it was inflated without any problem. Subsequently, it was confirmed by imaging that a good dilation was obtained and so the procedure was completed. It was assumed that the issue occurred because the lesion part was slightly stiff. No complications reported and patient was in good condition post procedure.